Event description:
Rptr alleges plaintiff was diagnosed with a severely degenerated prosthesis in the mp joint of his right great toe with cyst info and severe arthritic process with cyst formation within the joint, as well as metatarsalgia. Plaintiff also suffers physical pain, mental anguish and impairment, both mental and physical.